Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: review of the black box and download history revealed the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was no activity outside of normal use in the black box or download history. Boluses recorded in the bolus history match the bolus amounts from the total daily dose history. The pump was exercised for 24 hours without issue. The pump was found to be operating per required specifications without malfunction. Investigation did not duplicate a history/settings issue.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that while on insulin pump therapy on (B)(6) 2014, the patient experienced elevated blood glucose of 18.6 mmol/l with symptoms suggestive of hyperglycemia including blurred vision, extreme thirst, excess urination and nausea. During troubleshooting, customer support verified the patient uses advanced bolus features of the pump and the pump was verified to be calculating the recommended bolus total correctly. The basal delivery totals in the total daily dose were verified to match the active basal program total. The basal history matched the active basal program settings. The bolus totals did not match with a >5% difference. The time and date on the pump was verified to be correct. This complaint is being reported because the patient reportedly experienced hyperglycemia of unknown cause while on insulin pump therapy.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.